Event description:
On 9/10/96 pt being supported on device. Console began to show signs of an air leak in pneumatic system. External components were changed out. With no improvement in pump function and with eventful loss of console display, the decision was made to return pt to the o.r. For exploration of abdomen/chest to evaluate pump in situ. Air leak was identified at junction of titanium pump and pneumonic drive line. Pump was removed and replaced. Pt ongoing.